Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. Based on the facts obtained from the investigators, the reported failure modes can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the telescope exhibited tip cover glass had scratches. There were no reports of patient involvement.